Event description:
It was reported that, "the pt had a total femur with gap cup, with tritanium solid back cup, constrained liner put in on (B)(6) 2012. On (B)(6) 2012, pt's constrained liner dislocated from the cup. The pt was brought back to operating room that evening, constrained liner and 22mm v-40 head were disengaged from proximal femur. A new constrained liner was put in cup."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.